Event description:
It was reported that the pacemaker and this right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms, which led to a lead safety switch (lss) to unipolar. Then, the pacemaker exhibited oversensing of noise and ventricular signals in the atrial channel. This resulted in a false signal artifact monitor (sam) event and inappropriate atrial tachy response (atr) episodes. Minute ventilation (mv) was disabled by the false sam event in this ra lead. Technical services (ts) suspected the noise was due to electromagnetic interference (emi). The presenting electrogram (egm) showed this pacemaker was operating as programmed. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.